Manufacturer narrative:
Block b3: exact date approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2317-70 serial number: (B)(6) batch/lot number: 18463498 model/catalog description: infinion cx lead kit, 70cm unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-2317-70 serial number: (B)(6) batch/lot number: 18463498 model/catalog description: infinion cx lead kit, 70cm unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-2316-50 serial number: (B)(6) batch/lot number: 17925248 model/catalog description: infinion 16 lead kit 50 cm unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-2316-50 serial number:(B)(6) batch/lot number: 17925248 model/catalog description: infinion 16 lead kit 50 cm unique identifier (UDI)#: (B)(4).

Event description:
It was reported that the patient was experiencing undesired stimulation in the feet which described as itching. It was also stated that the patient's lead had high impedances. The patient underwent a procedure wherein the ipg and leads were explanted. The patient was doing well postoperatively and the explanted devices were retained by the medical facility and will not be returned.